Event description:
During a cardiac arrest situation the device indicated connect electrodes and use of the device was inhibited. A back up device was obtained and care to the pt was continued. The pt was resuscitated; the reporter stated there were no adverse affects to the pt as a result of device operation.